Event description:
Patient underwent a revision surgery on (B)(6) 2025 to address ipg moving and flipping in the pocket after weight loss. During the revision procedure, the physician identified a seroma in the ipg pocket. Physician flushed the pocket, placed the ipg in an alloderm mesh, re-sutured, and closed.